Manufacturer narrative:
The reported event that the "pes readings were measuring higher than hes readings" was confirmed. The hospital electronics system logs were reviewed for 12jan2023, and it was noted the reading at 14:57:13 had a cm pap mean of 39 mmhg, 10 mmhg lower than the previous pes reading at 11:17:50. The root cause of this discrepancy was inconclusive and cannot be determined based on the information provided. The returned device was investigated and no visual anomalies were noted. When the cmems was powered on, the system was able to start and send readings successfully. No error messages were observed. As received, the unit could start up and send readings with no issues. Using the test standard power cable, reading was sent successfully. Diagnostic testing which includes usb ports test, vga display test, audio test, gsm/pots modem test, dsp load test, barometric pressure test, and accuracy test, distance test, and handheld display test were also performed, and no anomalies were observed. The reported event was also investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the implanted sensor was operating within the expected frequency range of 30-37.5 mhz.. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient's healthcare provider reported the patient was admitted to the hospital on (B)(6) 2023 due to inappropriate treatment based on suspected inaccurate home readings from the cardiomems patient electronics system. The patient was found to have an acute kidney injury. They treated by backing off the patient's medication and increasing fluid. The patient was discharged (B)(6) 2023 and is currently at home and stable. A right heart catheterization (rhc) was performed during the hospitalization and it was reported that the sensor readings from the cardiomems hospital electronics system (hes) matched the readings from the right heart catheter however the site reported the patient electronics readings from home were higher than those recorded by the hospital electronics system and the right heart catheter. The right heart catheterization has been reported under MDR-2023-32873/3004936110-2023-00774. The patient electronics unit was returned to abbott jan 30, 2023 prior to receipt of this information. The patient is no longer being monitored via cardiomems.